Event description:
It was reported to philips that the system did not boot up successfully. The device was in clinical use at the time of reported event. The customer rebooted the system, which delayed the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported issue occurred during a cardiac procedure and the procedure was completed using alternate monitors. The customer rebooted the system, which delayed the procedure. It was reported that there was no video on the flex vision monitor. Review of the log file confirmed the flex viewing-pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that flex viewing pc was not communicating with the system. The defective flex viewing pc was returned for failure analysis and confirmed that the hdd bay was the issue. Fse replaced flex viewing pc. After the replacement of flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.